Event description:
During the troubleshooting for an unrelated alarm on the homechoice device, it was discovered that a patient was connected to the patient line during prime and reused single use supplies. The patient stated that while trying to clear the alarm they pressed too many buttons and the device displayed, ¿press go to start¿. The patient indicated that they had never disconnected from the device when this occurred and that they re-primed the lines. The technical service representative reviewed proper procedures per the user manual and assisted the patient with ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected during prime and reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.